Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set bent/kinked after insertion and during use. It was noted that the patient did not notice any damage when the device packaging was first opened. The patient's blood glucose levels were up to 380mg/dl at the time of the event. The patient did not test for ketones. To address the high blood glucose levels, the patient administered a correction bolus through their pump, a manual injection, and successfully performed a site change. No permanent injury was reported. See MFR: 3012307300-2017-01262 through 3012307300-2017-01312.